Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, the stapler was not forming the staples properly, preventing the fixation of the mesh. There were no reported patient consequences. No further information is available.